Event description:
Customer reported he experienced high blood glucose of 423 mg/dl. Customer initially called in to report inaccurate reading with the sensor. Sensor reading was 211 mg/dl. Troubleshooting determined customer was calibrating at times when blood glucose was unstable. Customer was advised how to calibrate. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor. Performed the continuity resistance test and the sensor passed per specifications however, performed the bicarbonate buffer test and the sensor failed per specifications due to high readings. The insertion needle was not returned unable to confirm the complaint.